Manufacturer narrative:
The returned device was evaluated. The unit turned on with battery and ac power. The device passed all visual and functional testing. All alarm conditions (no sensor, sensor off, alarm limit breach etc.) Were audible and visual. The trend was downloaded from the device and shows that the device was not powered on during the reported time of the desaturation event. The device also passed internal inspection. The customer's complaint was not duplicated and no secondary findings were observed.

Event description:
The customer reported the device alarm was not audible when it was visually alarming. The infant coded and was resuscitated at the hospital.